Event description:
A malfunction alarm with code malf 6 was reported, but no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level. The issue was resolved after technical support provided information on resetting the pump and assisted the customer with the process. The malfunction did not recur, and the customer was advised to continue using the pump and to reach out if any issues happen again.